Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the ER after receiving inappropriate shocks due to oversensing. Rv lead impedances had decreased and some evidence of undersensing were noted. Patient was admitted and device was reprogrammed. Suspected lead insulation break. The lead was capped and replaced.